Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a high alarm and a red error screen. There was no reported injury or adverse events reported.

Event description:
Additional information was received that there was no patient involvement.